Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This pr is opened to capture the user error reported in pr308432. The physician opted (at another facility) to remove the stent via laparotomy and not using cystoscopic techniques. Per IFU ¿the stent may be removed using conventional cystoscopic techniques utilizing forceps or graspers". A laparotomy was then performed for stent removal in the other institution. In (B)(6)2016, this patient was reported to have kidney dysfunction and leg edema. We recommended metallic stent placement, but he refused. It can be noted that this complaint has already been reported to the FDA as per pr308432 (3001845648-2020-00594). On the 23-feb-2022, an additional complaint was requested to be opened as user error was confirmed and the original complaint captured the hematuria.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 16-jun-2022.

Manufacturer narrative:
Device evaluation the resonance ureteral stent metallic stent and positioner device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the attached journal article. Reference "gao - metallic ureteral stent in restoring kidney function - reviewed version.pdf" the paper describes the characteristics of patient who received metallic ureteral stents to restore kidney function due to idiopathic retroperitoneal fibrosis. It examines 9 patient's treatments with metallic ureteral stents (rms) within the attached paper in "table 1 -characteristics of patient who received metallic ureteral stents to restore kidney function due to idiopathic retroperitoneal fibrosis", described the adverse effects experienced by the 9 patients discussed in the paper. This file relates to the user error. The laparotomy procedure for removing the stent is not off label use. As per instructions of use (ifu0020-18) "the stent may be removed using conventional cystoscopic techniques utilizing forceps or graspers" document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all resonance ureteral stent metallic stent and positioner devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0020) states the following: ¿the stent may be removed using conventional cystoscopic techniques utilizing forceps or graspers¿. There is evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause of user error was identified from the available information. The user failed to follow the instructions of use by removing the stent by laparotomy. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, a laparotomy was then performed for stent removal in the other institution. In (B)(6) 2016, this patient was reported to have kidney dysfunction and leg edema. We recommended metallic stent placement, but he refused. Complaints of this nature will continue to be monitored for potential emerging trends.